Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump required the customer to perform the fill tubing process 4 times before completing the load process. There was no information provided regarding the customer's blood glucose level. No additional information was provided regarding this issue. The customer would continue to use the pump for insulin therapy.